Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the lead was connected to the device header, atrial lead was found to be dislodged. Physician attempted to reposition the lead. Physician was not able to unscrew the atrial lead out of the device header. Lead was stuck in half in ICD. Device and the lead were replaced. Patient¿s condition was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-13956 and associated follow-up 1, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.